Manufacturer narrative:
G4: 28jun2020. B4: 29jun2020. The blower motor assembly was returned for analysis. Visual inspection of the returned blower motor and no visual anomalies. An investigation was performed and the customer complaint not verified. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date reported: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported blower temperature high. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The customer also confirmed there was zero patient impact or harm. The customer confirmed the error was consistent with blower temperature high was present. The customer confirmed the blower and filters have been replaced to resolve the reported issue.